Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received partially fired and with no damage to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right and center the staple formation was conforming, however when fire in the left position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate during a laparoscopic low anterior resection procedure that the operator tried to fire but failed. He was not able to use the articulation knob due to some fracture in the knob. There was no adverse patient consequence.